Manufacturer narrative:
A review of the disk data by boston scientific technical services (ts) noted no evidence of high impedance measurements or noise beyond the mv signal noted. The sensing, impedance, and thresholds had been stable and good. The patient as pacemaker dependent. Ts discussed a fixed sensitivity setting for this patient and considered testing the unipolar sensing to see if pectoral muscle noise could be created and measure the amplitude of this to confirm what level to set the sensitivity. Ts noted that if the patient testing did not reveal any evidence of a high impedance situation then it could be that it is too intermittent and cannot be recreated. The device appeared to be currently working properly, but continued monitoring was discussed to be sure there is not a potential high impedance situation that can become more evident and lead to further issues. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an inquiry to boston scientific technical services (ts) was made due to possible review of an episode related to minute ventilation (mv) oversensing. Ts review the data and confirmed that mv oversensing was present resulting in asystole for five seconds as the patient had no underlying rhythm. Finally an escape beat appeared thus no adverse patient effects were reported. Ts discussed mv oversensing and suspected an intermitted high impedance condition that is preventing the mv signal to be delivered fully into the patient's body. Ts recommended turning mv off and performing patient resting to try and recreate the noise or abrupt changes in the impedance. Ts noted that the device checks out with no noise or changes in impedance or evidence of artifact then leave mv off and continue to monitor as device is working fine as crt-p with no mv. The lead was a competitor lead. The patient was see at the clinic and the mv was turned off with the accelerometer programmed on. Isometrics were also performed but noise was not reproduced.